Event description:
The customer reported the lh500 generated erroneous high platelet results with suspect messages on two separate patient samples on two different days compared to an lh750 analyzer located at a different lab. The customer also reported "h & h" check failures on several patient results. There were no erroneous results reported out of the laboratory and no death, injury or change to patient treatment is attributed to this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse confirmed an improper rotation of the blood sampling valve (bsv) and actuator. The fse replaced the bsv and actuator resolving the issue. Upon recur; the failure mode identified is likely to generate erroneous results for all parameters due to improper rotation of the bsv. (B)(4).